Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: foreign body was found in pre-use inspection the hospital did not submit the adverse event complaint until may. The clinical customer has communicated with the hospital, and the customer reported that the sample had been discarded and not used in patient's body.

Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number 1320181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.